Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the vapr vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection and functional test of the device were performed, as a result; the tip was in used condition with tissue debris around the active tip and suction holes. The handle assembly as well as the cable and plugs were found in good condition. Procedural residue visible in suction tube. The device passed all the electrical checks . The device functionality was tested; flow rate test before activation failed, ablation and coagulation function passed the testing and flow rate test after activation was passed successfully. A DHR review has been performed to the reported device's lot, showing that no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The customer stated that the suction of the device had blocked at the beginning of procedure. Visual inspection recorded that the suction holes were blocked by tissue debris. The complaint was substained with the device being unable to achieve the minimum flow specification. Following the activation test the flow test was repeated and found to be within specification. The tissue debris blocking the suction path was released. The product instructions for use (IFU) cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. The suction failure mode has been reviewed against the systems risk assessment document, the highest identified risk within risk assessment for failure modes that are equivalent to the complaint failure mode is loss or deterioration of function -reduced/blocked irrigant flow. Riskmatrix line 1000 applies. Resulting in reduced visibility & increased procedure time - patient under anesthetic extended period of time. The severity risk category is 'minor'- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre mitigation risk of grid 10 and a post mitigation risk of grid 10 are stated, which is 'minor' and 'frequent' and rated as "as low as reasonably achievable" (alra). Based on a review of the complaint investigation outcome no containment action related to the individual complaint is required. Atl will continue monitoring complaint rates through standard complaint channels to identify any possible adverse trend that would trigger further actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is unknown. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep in switzerland that on (B)(6) 2023 during an unknown surgical procedure, it was observed that the suction of the vapr tripolar 90 suction elect device was not working already at the beginning, as an out of the box problem occurred. It was reported that with a new device it worked afterwards. There was no delay reported. There were no adverse patient consequences reported. No additional information was provided.